Event description:
The complainant reported that during clinical use of an automated impella controller (aic), a transient loss of all waveform displays was observed on the console. The patient was reported to become symptomatic during the event. Review of the trend display demonstrated a temporary loss of waveform and support parameters. No alarms were present in the alarm history, and the controller did not undergo a reboot. The condition resolved spontaneously, and waveform displays and support were restored. The aic and impella device were subsequently reported to be functioning as expected. Additional information received on july 1, 2026, indicated that the patient did not experience any effects requiring intervention, resuscitation, or medication as a result of the event. No patient injury or adverse clinical outcome was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.